Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0007 batch(lot) no: 20023352 it was reported that tubing came apart at the blue cartridge several IV tubing with same ref number tubing came apart at the blue cartridge that goes inside the channel FDA safety report ID# (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/15/2020 investigation conclusion the customer reported that tubing came apart at the blue cartridge. Received in a plastic bag with attached customer letter "I am sending the aforementioned device to you for your review and investigation. After you have had an opportunity to investigate this device, we request that you provide us with a complete report of your findings, conclusions, and recommendations concerning the devices in question." Were five separated sets model 2420-0007 (sets 1-5) each with package lot 20023352. The separations were at the engagement between the lower fitment p/n tc10006063 and pvc tubing p/n tc10011704 components. Three of the sets were observed as used and the remaining two as unused. The sets were visually inspected for kinks, holes/tears in the tubing, or damages to the components. No other issues were observed. No functional testings were deemed necessary due to the obvious separations. For sets 1-5, visual inspection under magnification of the separated tubing ends observed insufficient solvent traces along each of the tubing's expected insertion areas. Slight solvent traces were only observed at the tubing ends. It was unable to determine each tubing's insertion depth within their mating lower fitment openings. Dimensional analysis of each tubings outer diameters observed they were within specification of 0.164 ± 0.003 inches. Further visual inspection of the lower fitment openings observed no issues or abnormalities. Further handling/tug of the rest of each set's tubing engagements observed no separation. Equipment used (inspection and measurement performed on 07aug2020): - ram optical instrumentation/eq08204/calibration due date 05feb2021 the device history record for model 2420-0007 lot 20023352 shows the set was manufactured on 24feb2020 with a total of(B)(4) units. There were no quality notifications issued during the production build of this set. The customer's report that the tubing set was confirmed based on visual inspection of the as-received set samples. The separations were between the lower fitment and pvc tubing components. Further visual inspection of the separated tubing ends were observed to have no solvent traces. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Although the specific bd nogales manufacturing facility is aware of lack of adhesive on critical joints and has initiated corrective actions (CAPA 1027651) to address potential root causes, this lot was manufactured prior to the CAPA implementation date (17apr2020). The issue will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0007, batch(lot) no: 20023352. It was reported that tubing came apart at the blue cartridge. Several IV tubing with same ref number tubing came apart at the blue cartridge that goes inside the channel FDA safety report ID# (B)(4).